Event description:
Info received indicates the left intermediate siderail latch guard was badly bent, restricting the siderail from being placed in raised position.

Manufacturer narrative:
The technician replaced the siderail latch guard and tested, siderail functioned properly.